Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing on the right ventricular (rv) lead. There was also undefined rv coil and svc (superior vena cava) coil impedances. It was noted that rv defib coil and svc coil impedances have been erratic for the past two years and the rvtip-to-ring has been erratic for the past five months. A possible lead issue or set screw issue with the ICD (implantable cardioverter defibrillator) is suspected. Reprogramming was done to turn off tachy therapies and the patient has been referred for extraction. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular defibrillation coil was variable, the impedance of the superior vena cava defibrillation coil was beyond the expected upper range, the impedance trend of the superior vena cava defibrillation coil was variable and the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.